Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device triggered a critically low battery alarm despite being connected to a main power source and ac power. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed the occurrence of the critically low battery alarm while the device was connect to ac power and revealed occurrences of a "power source changed" error messages. The evaluation of the power supply unit (psu) determined that the psuconnector was damaged, therefore, the device was intermittently charging its internal battery. Based on the evidence and previous investigations of similar complaints, the device power issue was due to physical damage to the connector assembly on the psu. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device triggered a critically low battery alarm despite being connected to a main power source and ac power. There was no patient injury reported as a result of this incident.